Event description:
It was reported that during a hernia repair, the tissue pad fell of the instrument. The piece was retrieved. A second instrument was used to complete the case. No pt consequence reported.